Event description:
Inserted 18f coude catheter and attempted to inflate balloon with water via y port. Water sprayed out. Pin hole present in y-site where you instill the water. Had to removed the catheter and insert a new one. New one inserted without similar malfunction. Defective product and packaging was discarded.